Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report# 1627487-2018-07966; reference MFR. Report# 1627487-2018-08096; reference MFR. Report# 1627487-2018-08098. It was reported the patient's lead was eroding through the skin. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2018-07966. Reference MFR. Report# 1627487-2018-08096. Reference MFR. Report# 1627487-2018-08098. Additional information received identified the leads were repositioned on (B)(6) 2018 which resolved the issue.